Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/21/2013 with the following findings: a review of the pump¿s history showed no evidence of a load step malfunction. During testing, a load step malfunction occurred; the piston was unable to detect the cartridge and a no cartridge detected warning was emitted. No force was recorded during the force sensor calibration. The pump cover was removed and the lead screw ball was found to be frozen due to contamination.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the while loading the cartridge, the pump pushed large volumes of insulin out of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.